Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed: an error message appeared on the programmer screen when trying to interrogate a test ICD. - analysis of the extracted expertise files revealed that the issue resulted from the corruption of a specific file in the platinium module of the subject programmer. - the smarttouch followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, it was impossible to interrogate an ICD with the subject tablet, while other tablets could successfully interrogate it.